Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient was in the hospital for an atrial ablation and right ventricular (rv) lead revision. Prior to the procedure, the field representative had issues establishing telemetry but was finally able to interrogate the device. After the ablation but before the lead revision, once again, telemetry issues were encountered but was eventually able to interrogate. After the lead was replaced, still had telemetry issues and interrogation showed lots of noise present. After troubleshooting and not able to solve the issue, it was decided to replace the device. There were no telemetry issues with the new device. There were no additional adverse patient effects reported.